Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller had a damaged desktop charger (dtc) cord. The patient (pt) reported that the connector pin broke off of the dtc cord, so they couldn't recharge the recharger (insr). The patient was sent a replacement desktop charger. No symptoms were reported. The patient also mentioned that their implantable neurostimulator (ins) was going to be replaced after the first of the year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.